Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 478 mg/dl. Customer claimed that the insulin pump was not working. Customer¿s current blood glucose level was 385 mg/dl. Customer also mentioned another high blood glucose level of 441 mg/dl, on same day. Customer did not feel okay to troubleshoot. The insulin pump will not be returned for analysis.